Event description:
It was reported that the programmer's back needed repair and that its screen had interference. It was also reported the center of the display is very fuzzy and is difficult to read. The programmer and rf (radio frequency) head were returned to the manufacturer,analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head would not interrogate. The rf head uplink tested out of specification. Rf head cable found out of electrical specification. (B)(4).